Event description:
Consumer reports that they experienced dry eyes and blurred vision. Consumer states that they went to the emergency room and was diagnosed with a chemical burn. The following info was received from the treating ophthalmologist: it was reported that the pt experienced corneal abrasions leading to corneal punctate keratopathy. Consumer reports that the symptoms resolved, however, there was cornea stromal scarring in both eyes.